Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no serial/lot number or sample was provided by the customer. The product was not returned and not enough info was provided from the account to properly complete an investigation. No root cause can be determined at this time. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Add'l info has been requested. (B)(4).

Event description:
A consumer's wife reported that following intraocular lens (iol) implant surgery, for the past year, her husband is experiencing tearing and feels as if "something is in his eye". The iol was implanted eleven years ago. Add'l info has been requested.